Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was damaged and incomplete, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 3-piece lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure due to a vitrectomy. There was no issue with the lens. There was no patient injury and the patient was reportedly doing fine. The lens was replaced with an anterior chamber lens. An amo phaco system was used to perform the vitrectomy and there were no system issues reported.